Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8781, lot# n497998001, product type: catheter. Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to a gear train anomaly with gear wheel 3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8781, lot# n497998001. Product type catheter. Correction: eval code-conclusion applies to the catheter (pli 20). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8781, lot# n497998001, explanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep on 2019-feb-04. It was reported that the patient had her pump replaced today, (B)(6) 2019. The explanted device was sent to pathology per account protocol, and will be returned once released from pathology (usually a couple of weeks). The catheter was prophylactically replaced at the time of pump replacement. Once the old catheter was removed, the doctor noted some black blockage in the catheter. The doctor did not want to return the explanted catheter. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 25 mg/ml morphine at 29.53 mg and 150 mcg/ml lioresal at 177.23. The reason for use was not reported. It was reported that the patient came to the hcp office for regularly scheduled refill on (B)(6) 2019 when the motor stall on (B)(6) 2018, with no recovery, was discovered. Logs show that the stall occurred at 11:01 on (B)(6) 2019. The patient reported an increase in pain. The cause of the issue was undetermined. The patient was scheduled for a replacement for (B)(6) 2019. The issue was not resolved at the time of the report. There were no further complications reported/anticipated.